Event description:
It was reported coupling/communication issues were experienced when trying to recharge the implanted device. It was thought the ins might be flipped. The flip was not confirmed at the time of the report. After consulting with the repair department it was not felt the issue was with the recharger. Troubleshooting was being considered. Additional information received indicated the patient was scheduled for a lead revision in 2009.